Event description:
During preparation for a coronary artery bypass graft surgery, the heartstring seals cracked or unraveled while loading the seals into the delivery tube. The hospital did not provide any additional information. No patient complications were reported by the hospital.